Event description:
It was reported that there was an inability to deliver insulin while using bd micro-fine¿+ pen needle. This occurred twice, however, no patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: the patient came to our hospital in the evening and reported that the insulin solution could not be delivered. After the needle was replaced, it was used normally.

Manufacturer narrative:
DHR was reviewed and there were not any qns or other events that could be related to this complaint. Cannulas used in this batch was evaluated on rigidity and toughness performance during incoming inspection, the results meet the requirement. No samples were returned for further investigation. Reporter indicated existence of inappropriate usage. Base on investigation above, the certain cause cannot be concluded at the moment. We suggest patient to follow instructions. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there was an inability to deliver insulin while using bd micro-fine¿+ pen needle. This occurred twice, however, no patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: the patient came to our hospital in the evening and reported that the insulin solution could not be delivered. After the needle was replaced, it was used normally.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.